Event description:
It was reported that a pt underwent an obturator sling procedure in 2007. The pt had a normal voiding pattern upon discharge. Post-operatively, the pt developed a urinary tract infection. The pt was treated with cephalexin and citravescent and the event was resolved by 2008.

Manufacturer narrative:
Date sent to FDA: 03/26/2008. Urinary tract infection occurred - conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.